Event description:
Boston scientific was notified that during an event the distal portion of the transend ex .014" broke off. The wire fragment was left in place in the pt. Pt was informed per physician.